Event description:
The customer reported the ventilator was alarming occlusion safety valve open (svo) while in use on a pt. The customer reported there was no pt harm. The MFR's service tech performed extended self testing (est) which failed heated filter testing due to heated filter backpressure out of range. The service tech replaced the single pt use exhalation filter that in place on the ventilator and reran est which passed. The unit was run at a pt settings with no further occurrence. Performance verification testing was completed and passed to operating specs. When the filter in use on this ventilator became occluded, it alerted the user with an occlusion-svo alarm/message as per spec. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the pt to breathe through the system. When the safety valve is open it is accompanied by an alarm and a message in the display. A sustained svo due to an occluded filter may be detrimental to the pt. This is being reported as a user error of maintenance of the filter. Filter replacement must be performed per MFR recommendations and specified intervals. There was no malfunction of the device or the safety valve.